Event description:
There was an rh discrepancy for a pretransfusion specimen tested on the galileo. The specimen tested as o, rh negative on the galileo. The specimen tested as o, rh positive with the tube method. Repeat testing was performed on galileo using new reagents of the same lot as used for the initial galileo testing; result was o, rh negative. No medical action was taken as a result of the unexpected negative reactions.

Manufacturer narrative:
The data images from the customer's instrument were retrieved and reviewed. The specimen appeared to be o, rh negative. The customer returned the specimen for investigation testing. The specimen tested as o, rh postive on an in-house galileo. The specimen was further tested with various anti-d reagents, including retention anti-d series 4, lot 504687, and retention anti-d series 5, lot 505545. Weak to moderate/strong mixed-field reactivity was observed at the immediate spin phase of tube testing with a variety of manufacturers' anti-d reagents. A service call was performed on 8/18/2006. The field service engineer made adjustments to the probes, engineer performed routine preventive maintenance. The repairs have returned the instrument to its expected function.